Event description:
--

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had failed final pack testing and was returned for analysis.

Manufacturer narrative:
Upon return to our post market quality assurance laboratory the device underwent detailed analysis. The boxed device was returned in sterile tray with all seals intact. The device had failed final pack test due to failed confirm xl sensor gain and failed confirm shipping parameters. There were no signs of irregularity on the header or the can of the device. The confirm shipping parameters failed for the values in physical addresses (B)(4) were different than the expected values. Per memory log report, the device had recorded no fault codes or memory data corruption. The device was interrogated and monitored battery voltage was 3.23v. Bench test verified that all lead impedance measurements were within specification and the device was capable of delivering both brady and tachy therapies as programmed. In conclusion, the cause of the failed shipping parameters in final pack test were the wrong values, however, the cause for changing the values on the physical registers that caused failed shipping parameters test was unknown. However, as received, the device was functioning normal and it was within specification.

Manufacturer narrative:
Detailed analysis is pending.